Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged housing on the power module (B)(6) was confirmed via testing of the returned product. The unit was returned to the pleasanton service depot and upon visual inspection reveals damaged housing and a damaged user interface (ui) overlay. The unit was repaired and functioned as intended. The unit was then returned to the customer. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 4 - ¿system monitor¿ and heartmate 3 patient handbook section 6 - caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - no patient involved. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a hospital owned power module (pm) was sent to tech services for a repair quote. There was no patient involved in the event.